Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [01/02/2025].

Event description:
No new information has been obtained.

Event description:
It was reported that when using the endotherapy device, the solution leaked from the top during the injection attempt. There were no reports of patient harm.

Manufacturer narrative:
H10: other related numbers: 9614641-2025-00094-00, 9614641-2025-00096-00. The device was not returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.